Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the product is not being returned, it has been discarded. A lot number was supplied which indicates the device is several years old. We cannot determine what caused the user to experience the reported event. One possible reason is the device is seven (7) years old and could be considered fair wear & tear due to age and use. A check of the manufacturing finished goods records for the reported batch number revealed no anomalies relating to the reported incident. The devices released for distribution on january 05, 2007, expiration date is not applicable. No corrective action is required and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
The sales representative reported the customer's vapr iii footpedal was working intermittently prior to a shoulder procedure. The surgeon used another footpedal to complete the procedure with no patient consequences or delays. The device was already discarded by the customer already. No further details were available.